Event description:
Procedure type: unk. Reportedly, the hinge mechanism that maintains pneumoperitoneum broke off trocar. The part was removed from the pt and another device was used. No patient injury was reported.